Manufacturer narrative:
Brand name: unknown /not provided. Model number: unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. If explanted, give date: unknown, as lens remains implanted. PMA/510(k) #: unknown, as the serial number was not provided. Device manufacture date: unknown, as the serial number was not provided. (B)(4). The device is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device cannot be performed as event is from a masked clinical study. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that masked bilateral intraocular lenses were implanted in a clinical study patient. Pre-op patient¿s best corrected distance visual acuity (bcdva) was 20/50 both eyes (ou). At one-month post-op visit the subject was very bothered by halos and starbursts, causing difficulty driving. Bcdva ou was 20/20. However, at 6th post-op month visit, the subject was moderately bothered by halos, extremely bothered by starbursts and glare, all causing difficulty driving at night. Best corrected visual acuity (bcva) ou 20/16. No surgical intervention planned. No other information was provided. This MDR report pertains to the left eye (os). A separate report will be submitted for the right eye (od).

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Corrected data: in follow-up report #1 the date (B)(6)2020 was provided in section g4, however on (B)(6) 2020, it was clarified with the clinical research team that on (B)(6) 2020 the database is locked which means that no more data can be entered into the study. The data had to be analyzed and reviewed to correlate the device and patient information. This review was completed on (B)(6) 2020, therefore, the correct aware date for reporting purposes is (B)(6) 2020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: information received that the clinical study was unmasked and the product identifiers were provided. As a result, the following fields have been updated. Section d1: brand name: tecnis synergy with optiblue. Section d4: model #: zfr00v. Section d4: catalog #: zfr00vu170. Section d4: serial #: (B)(6). Section d4: expiration date: 3/20/2024. Section d4: UDI#: (B)(4). Section h4: manufacturing date: 3/20/2019. Corrected data: the initial report was submitted under a then unknown clinical study device. The clinical study has now been unmasked and upon learning the model of the lens (zfr00v), it was realized that this report was submitted for a device that is not same or similar to a marketed device in the united states. Therefore, the reported event is now determined not MDR reportable. No further information will be provided for this event under MDR number 9614546-2020-00086. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.